Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 5 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence and pain thereby underwent hernia repair. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Note, the manufacturing date (15-may-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1 (complainant name), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with left inguinal hernia and small umbilical hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, "in the left groin, the hernia sac was excised and a bard flat mesh was placed. There was a small hernia defect in umbilical and this was repaired with sutures." (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with unknown mesh. (Note, operative notes were not provided in medical records) (B)(6) 2014 - patient was diagnosed with recurrence left inguinal hernia and "blown out" mesh thereby underwent hernia repair. Per operative notes, "the mesh hernia repair was identified. This was blown out on the inferior aspect along the cooper's ligament. The mesh was reapproximated to cooper's ligament." (B)(6) 2016 - patient visited hospital for right groin pain. Attorney alleges that the patient had mesh migration, mesh shrinkage, hernia recurrence, pain and emotional injuries. Also, other alleged that the mesh was "blown out on the inferior aspect".